Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes the tubes were missing the gel separator. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: a tube without gel separator.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes the tubes were missing the gel separator. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from french to english: a tube without gel separator.